Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se replaced the oxygen sensor and the device then passed all testing. The oxygen sensor was returned for investigation. The reported malfunction was verified. The oxygen sensor has a shelf life of one year. The returned sensor exceeded the service life of the product.

Event description:
It was reported that during patient use, a ventilator was not displaying the oxygen (o2) value. The patient was not harmed as a result of this event. This report is being submitted as it has been identified for reporting based on a retrospective complaint review.